Event description:
The manufacturer received information allegation that a ¿ventilator's airflow was stopped¿ when the circuit was disconnected in order to check for the alarm activation. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was duplicated, the sponge of the air inlet path assembly was observed to be peeled off, the blower was obstructed. The device's inlet air path foam needs to be replaced to address the issue.